Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: the initial examination of the unit carton on the returned emboguard product identified that the tamper seal was broken, and label seal was intact and there was no damage to the unit carton. The complaint report detailed that the ¿distributor pointed out a discrepancy between the outer box label and the content of the emboguard loaned to the facility¿ and that the ¿issue was found prior to the procedure¿. The labels on the returned device showed that the working length indicated the device was an 85cm unit, whereas the product code indicated it is a 95cm device. The pouch labels and seals were present and intact, with the correct information displayed. While the complaint event was confirmed the root cause was not determined. There was one internal action including a stop shipment seeking the quarantine of the quantity of (B)(4) units in question under lot 9097646 which was escalated to a corrective action associated with lot 9097646 where the lot had the incorrect label description. The label referenced a length of 85cm, where the product code and the product itself were 95cm. Risk determination and actions were taken under those records. A review of the manufacturing documentation associated with this lot (9097646) was performed. Based on the lot history record review, it was concluded that the catheters were manufactured according to the specification. The required tests and inspections were performed and passed, and no anomalies were noted during the DHR review. A review and evaluation of incoming inspection records shows that inspection demonstrated compliance with the quality system release criteria. A certificate of compliance (coc) was issued to cerenovus on 17-jun-2024 and it demonstrates compliance with the quality systems release criteria. There was one internal supplier non-conformance, escalated to a CAPA and external manufacturer CAPA associated with lot 9097646 where the lot had the incorrect label description. The label referenced a length of 85cm, where the product code and the product itself were 95cm. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of a procedure, a discrepancy was noted on the outer box of the emboguard and the content of the emboguard loaned to the facility. Upon checking the product code was for a 95cm emboguard 87 balloon guide catheter (bgc) (bg8795u / 9097646), but the label on the bottom of the box indicated that it was for an 8fr 85cm emboguard bgc. As a result, the content contained in the box cannot be properly identified as 95cm or 85cm. The emboguard bgc was not used in the patient. There was no patient impact. On 10-apr-2025, preliminary photos were added to the complaint by the japan team. On 10-apr-2025, additional information was received. Per the information, the device box was not opened when it was delivered to the procedure. ¿the issue was found prior to the procedure.¿ the complaint device and the outer box with the affected label will be returned. Photos of the device and box are not available. The information indicated that ¿no procedure was performed.¿ on 21-apr-2025, additional information was received. The information confirmed that the catalog number of the complaint device is bg8795u, and the lot number is 9097646 referencing the photo that was added to the complaint file on 10-apr-2025. The additional information indicated that they ¿could not confirm the inner pouch label, as the outer box was not opened. The product in the box will be returned in a shrink-wrapped condition.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the product was received in the product analysis lab on 28-apr-2025. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The product analysis team reviewed the photos included in the complaint. The review is documented below. [Photo review]: the carton box label of the emboguard device is visible in the provided photographs. Review of the photographs showed evidence of the working length of the carton label printing was different from the printing of the effective length of the pouch label. The working length printed on the carton label was 85cm, while the working length printed on the pouch was 95 cm. The returned pouch was unopened, and the working length was measured through the pouch with a strait scale and confirmed that it was 95cm. It was confirmed that the product code number printed on the carton label and the pouch label were both the same for bg8795u. From the photographs provided, it was confirmed that the printing of the working length of the carton label did not match the product inside and confirmed the complaint event. A review of the manufacturing documentation associated with this lot (9097646) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.